Event description:
The pt was implanted with an ams sparc sling to treat her stress urinary incontinence. It was reported that the pt experienced infection or inflammation, tissue abrasion, and other severe adverse health consequences including pain and suffering.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.